Event description:
The kits may potentially contain weak seals due to an intermittent malfunction with the heat control relay on the sealer. Tri-state initiated a voluntary recall on january 15, 2009, applicable to product manufactured between the dates of 11/07/2008, and 11/21/2008. Upon notification of the recall to the (B)(4) district office on 01/14/2009, the recall coordinator suggested that we look into whether we need to file an MDR. (B)(4) from cdrh returned our call on 01/27/2009, and suggested that we file a report being that the event could "potentially lead to injury."

Manufacturer narrative:
The seals on the breather bags may be weak due to an intermittent malfunction with the heat control relay on the sealer. A visual inspection was performed along with a basic physical evaluation of the seal.